Manufacturer narrative:
The insulin pump was received with a pump error 39 alarm during rewind due to corroded motor home switch. The device was unable to perform the displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 39 alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received rewind anomaly. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not done. The device will be returned for analysis.